Event description:
The contact called and stated that, the customer's glucose readings had been higher than usual. While troubleshooting, the contact performed control tests and received a result of 290 mg/dl. The normal control range was 97-134 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.